Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had their "replacement done" on the 10th of may and that they'd been keeping a diary for their symptoms. The patient stated when they first got home, it seemed ok for a little while, but they couldn't sleep because they were up all night "peeing and peeing." The patient stated they changed to a new program the next day and it seemed to work a little better but on the 13th of may they had to change the program again (from program 2 to program 1) but the patient stated they were still not getting any sleep and getting up a lot to urinate at night. The patient stated when they checked their program this morning, they were on program 2 and they didn't know how that happened because they had last left it on program 1. Patient services reviewed with the patient that it would be unexpected and unlikely for the program to change on their own and asked the patient if they hadn't changed the program or someone else had changed their program for them but the patient was adamant that the program hadn't b een changed by anyone and that it changed back to program 2 on it's own. Patient services reviewed with the patient to continue tracking their program changes and that if they noticed the program switching on it's own again, to reach out to their hcp. Patient services also reviewed with the patient that the hcp would be a good person to talk to about their symptom concerns. The patient stated they could not remember the name of their managing hcp but noted they called the va office that morning and they were redirected to call patient services. Patient services reviewed programming considerations with the patient. The patient also alleged that since they started trying to connect since they were implanted, it would "take a while" to find the ins and they got 'device not responding' a few times while on the call but they were able to connect to see their settings. The patient confirmed they still had their plastic bandages and stated it was "still tender back there". The patient was then able to switch to program 1 on the call and increase their stimulation. The patient initially stated they felt "part of the stimulation back there" (in the bike-seat region) and then also "back towards the bottom part" of their hip, but then they increased the stimulation more and they felt it on the lip of their privates. Patient services reviewed stimulation considerations with the patient and the patient stated it was odd for them because after adjusting the stimulation it would feel like the stimulation "flatlined" and it would be like a "lull" in the stimulation/they wouldn't feel the stimulation as strongly and then they felt like they had to pee. Patient services reviewed general stimulation considerations once more with the patient and redirected the patient to discuss their concerns with their hcp. Patient services wanted to note the patient was difficult to follow at points so patient services did their best to collect the necessary information. The patient did state they had a follow up appointment with an hcp on (B)(6)2023. The patient stated they felt better now since switching to program 1 and that they would continue to monitor their symptoms and follow up with their hcp on the 19th. The patient also me ntioned they were still on the antibiotics they'd been given at their procedure and that when their family member was checking their bandages for blood, they noticed the patient's face and eyelid must have been scratched during the procedure. Patient services redi rected the patient to follow up with the hcp about their concerns. Additional information was received post op hcp scheduled date: 19-may-2023. Patient mentioned they talked to an agent this morning and reviewed how to use the equipment and said they had been urinating a lot at night since the night of implant. Patient was tired when they got home. Patient didn't sleep at all. Patient was up and down going to the bathroom. If patient lays on right side and turns over to the left they had to go pee and vise versa. If they moved, they had to go. At midnight patient takes one pill for blood pressure because had to take on an empty stomach, so then they had to get up and go. Some of the urine was a small amount. Seems urinating more at night. This implant kind of scared her. Now they were standing up and said they felt good.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.